Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 500 mg/dl. The customer was admitted to the hospital. Customer cause of hospitalization was high blood glucose and possibly ketones. Customer was treated and released about 6 hours later. Customer was given insulin and saline. Customer was wearing the pump at time of hospitalization. Customer stated that there were no air bubbles.